Event description:
It was reported the patient had a seizure and was in a hospital in (B)(6). A manufacturing representative later reported the patient was back in the united states and they continued to have seizures. The patient¿s healthcare professional (hcp) had not determined if the implantable neurostimulator (ins) was contributing to the seizures. The patient was scheduled for an MRI next week. The patient was receiving effective therapy at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v010169, implanted: (B)(6) 2006, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v010169, implanted: (B)(6) 2006, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).